Event description:
It was reported that the patient developed a rash and an allergic reaction near the ipg incision site after a revision procedure. The patient was prescribed with topical cream and the rash was gone. The patient is currently doing much better.